Event description:
It was reported that the teeth of the blade broke off in the patient. The pieces were retrieved and x-ray was used to confirm all pieces were out.

Event description:
It was reported that the teeth of the blade broke off in the patient. The pieces were retrieved and x-ray was used to confirm all pieces were out.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection it was noticed the tip had broken off. It was not present within the received unit. The housing window had a deep scratch mark on the inside and the outside. Review of the device history record (DHR) of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes for the reported failure can be associated, but not limited to: inadequate window profile, inadequate welding process, inadequate size selected for the application and/or excessive force applied by the user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.